Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, elected for implant removal and replacement on (B)(6) 2021 for unspecified reasons. During the removal of the implants, it was discovered that the right breast implant had ruptured. Subsequently, both the implants were replaced with the following: (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9655304 sn: (B)(4) and (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9646091 sn: (B)(4) .